Event description:
Physician felt resistance in guiding catheter whose shaft kinked, then broke. The physician pulled out the entire system. The product was clinically used, there was not patient injury.